Event description:
The customer reported that the ventilator alarmed and shut down with a blank display during normal ventilation operation. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer reported the unit would not power back up. During evaluation, the manufacturers field service engineer confirmed the unit would not power up and was alarming with no display. The service engineer reported replacement of the cpu pcb board corrected the reported problem. Applicable final testing was completed and passed per operating specifications.